Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during a minimally invasive spinal procedure, a bur broke within the drill attachment. There was no report of any device fragments entering the surgical site. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.